Event description:
It was reported there was phrenic/diaphragmatic nerve stimulation on the left ventricular lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6); 694958 implantable tachy lead implanted: 2006 (B)(6); 5076 implantable pacing lead implanted 2009 (B)(6); 5076 implantable pacing lead implanted 2006 (B)(6). (B)(4).